Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 9 and 10 were offline. A field service engineer removed drawer, replaced drawer controller and module controller to resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medbank system drawer 10 was not opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.